Manufacturer narrative:
The results of the investigation are not available at the time of this report. A f/u report will be sent when completed.

Event description:
The event is reported as: the white balloon cannot inflate during testing. Defect was found prior to pt use. No pt injury reported.